Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. After a 24 hour infusion, the device had ¿not emptied fully¿ (exact volume remaining was not reported). The device was filled with 18g of tazocin diluted with an unspecified solution for a total volume of 240ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured november 14, 2017 - november 15, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.